Event description:
Due to abdominal pain, explant of composix kugel mesh that was previously implanted in 2006. Dates of use: 2006- 2008. Diagnosis or reason for use: repair of multiple ventral incisional hernias.